Event description:
A user facility employee reported via chemtrec report that she "spilled" prolystica 2x concentrate enzymatic presoak and cleaner onto her right leg. The employee stated she experienced a "burning" sensation and washed the affected area for 15 minutes. It is unknown if the employee sought or received medical treatment.

Manufacturer narrative:
Following the reported event, the user facility employee stated she contacted chemtrec for further guidance regarding the exposure to the prolystica 2x concentrate enzymatic presoak and cleaner. The employee subject of the reported event received a copy of the safety data sheet (sds). The safety data sheet states: first aid measures after skin contact- "immediately flush skin with plenty of water for at least 15 minutes. Remove immediately all contaminated clothing. Rinse skin with water. Get medical advice/attention." Steris has not received additional information regarding the reported event. A follow-up report will be submitted should additional information become available. No additional issues have been reported.